Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant was unresponsive. The door would not close, the radiation button would not reset, and the brake was not responding. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. No products have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000925, serial/lot #: -, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that initial troubleshooting found the secondary pendant dongle to be completely sheared off, and the connector lost in the system which prevented the dongle being connected. The jackscrews were replaced on the system to secure the secondary pendant connector in the breakout panel. There were no issues found with the pendant. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.